Manufacturer narrative:
D.2. Additional medical device types: mkz, ouy. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd max¿ ctgctv2, an unspecified number of trichomonas vaginalis (tv) false positive patient results with unusual pcr curve were obtained. Positive samples were repeated on max and were tv negative. There was no report of patient impact. This is report 6 of 10.